Manufacturer narrative:
Section a: there was no patient involvement. Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported events of the power module (serial number: (B)(6)) being unable to power on and making a clicking noise was unable to be confirmed. The device was not returned for analysis. Attempts were made to obtain additional event information, but no response was received. The root cause for the reported event was unable to be determined via this investigation. The heartmate 3 instruction for use and patient handbook was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. The heartmate 3 instructions for use, section 10, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. The patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module was not powering on. It was noted to have been making a clicking sound.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.